Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. -visual evaluation revealed no visual damage to the sheath, hf, tap/fen, 2 stopcocks for pano¿ scope. -functional testing was performed, and the device was leaking from the black button. The most likely cause of the reported failure is misuse or mishandling, leading to damage to the black button and leakage.

Event description:
On 13-apr-2026, it was reported by a sales representative via (B)(4) that an ar-3373-4202 sheath is damaged, has a piece missing. Noticed during a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.